Manufacturer narrative:
H4: the lot was manufactured from december 07, 2022 - december 08, 2022. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor overinfused; the expected infusion time was 46 hours, but the actual infusion time was 40 hours. The issue was observed during use. The device had been filled with 5-fluorouracil 100ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.